Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level as readings remained within normal range. Technical support instructed the caller on methods to effectively press the button and confirmed arrangements for the pump's replacement, ensuring the customer would use the current pump until the new one arrives. The caller was also guided on returning the faulty pump.